Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right-side deflation. Healthcare professional later reported "yes" to damage caused by explant surgery and noted "#15 blade". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation /use error: observed an opening assessed as surgical damage per rga. As per the investigation procedure observed creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right-side deflation. Healthcare professional later reported "yes" to damage caused by explant surgery and noted "#15 blade". Device was explanted.